Event description:
It was reported by a nurse, to the biomedical engineer, that the pace led (light emitting diode) of the epg (external pulse generator) was flashing, but there was no pacing spike. After discussion with medtronic technical services, the biomedical engineer tested the output to verify a pacing spike. The epg was then restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.